Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with improper healing at the pacemaker incision site during follow-up in clinic. The physician explanted and replaced the entire pacemaker system to resolve the issue. The patient was in stable condition throughout the procedure.